Event description:
Following an uneventful novasure endometrial ablation, the physician performed a laparoscopic tubal ligation. At this time, he saw a uterine perforation but no bowel injury. The perforation was cauterized and the pt was discharged home. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (no a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).